Event description:
End user reported operating the motorized wheelchair on a non-ada compliant ramp without the use of a seat belt and allegedly fell out of the seat, fracturing her left arm.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported operating the equipment on a non-ada compliant ramp without the use of a seat belt. The owner's manual warns, "do not operate on ramps without side rails or ramps that do not comply with ada standards", and 'always use the seat belt".